Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is wearing the pump supplies for 2-3 days. Tandem technical support (cts) informed customer that wearing the pump supplies for 2-3 days. Is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level. Ultimately, the customer reverted to an alternate form of insulin therapy.